Event description:
The pump was returned for investigation. Investigation revealed the ok key intermittently responding, contamination under the contacts of all buttons, and a crack in the battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation was completed on (B)(4) 2012 and testing revealed the "ok" key intermittently responding and the keypad intact. The keypad was removed and contamination was noted under all key contacts. Additionally, there was a crack in the battery compartment.